Event description:
It was reported that right atrial (ra) lead impedance had increased from the 1100 ohm range to the 1500 ohm range in bipolar. Also the ra lead threshold had risen from 1.5 volts at 0.4 milliseconds to 1.5 volts at 1.0 millisecond. It was noted that sensing is appropriate. The ra lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the ra lead thresholds continued to increase and exhibited high values in the bipolar configuration.